Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, the r3 offset impactor was placed on the (1) r3 3 hole ha ctd acet shell 54mm, but was unable to be removed from the holder within acetabular bone. The impactor and the implant were removed as a whole, and pliers were used to separate both devices. When the cup was reinserted, it failed to gain any cup press-fit with above in original bone preparation. Dr assumed bone had widened/eccentrically or adjusted in response to explanation of previous well-fitting primary cup. Dr had to ream again to insert a larger cup with an additional screw for instability. A significant delay occurred. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that the returned r3 offset impactor shows signs of discoloration and scratches throughout the device. The visual inspection of the r3 offset impactor tip did not reveal any damage. In addition, the visual evaluation of the r3 3 hole ha ctd acet shell 54mm did not reveal any defects of the implant. This inspection was conducted by naked eye. A functional evaluation performed on the device revealed that the shell was able to be secured onto the threaded end of the impactor and also able to be removed from the impactor with no issue. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the impactor's part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history for the shell's part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. No evidence on the alleged defects were found on the devices, therefore no factors that can contribute the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.